Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 960 instrument ((B)(6)). The customer reported false negative results on their instrument (case #'s (B)(4)). A field service engineer (fse) and application specialist (as) arrived onsite to troubleshoot the instrument and observe customer workflow. The as reviewed customer workflow and found no contamination of the false negative cultures, however, it was noticed that the customer was vortexing samples rather than gently inverting the samples. The fse inspected the instrument and checked voltages, instrument temperatures, calibrators, optics were cleaned, and the software and calibrators were proactively reinstalled/replaced. The detector operation and fluorescence levels were checked, and log files were reviewed. No instrument issues were noted. The instrument was returned to the customer in working order. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and case #(B)(4) were observed for the complaint failure mode reported. The root cause is attributed to customer workflow. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of march. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was a false negative. The following information was provided by the initial reporter: client obtained false negative results on new mgit 960 analyzer. There were visual growth (clumps) in mgit tubes but no positive results on mgit. The samples were confirmed-ID tests were positive also there were growth on solid media but there were no fluorescence measurement in mgit (false negatives tubes). Results were mostly mott¿s. It happened in different drawers and different testing cells. This client has one new sample which is false negative. The tube is screwed corectlly. The samples were run in batch and only this sample is false negative sample number: (B)(6) ? Report from mgit. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details false negative results; the probes were simultaneously tested on dedicated plates. User reported false negative results to ids representative ((B)(4) item in drawer a).

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was a false negative. The following information was provided by the initial reporter: client obtained false negative results on new mgit 960 analyzer. There were visual growth (clumps) in mgit tubes but no positive results on mgit. The samples were confirmed-ID tests were positive also there were growth on solid media but there were no fluorescence measurement in mgit (false negatives tubes). Results were mostly mott¿s. It happened in different drawers and different testing cells. This client has one new sample which is false negative. The tube is screwed correctly. The samples were run in batch and only this sample is false negative sample number : (B)(6)? Report from mgit attached. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details false negative results; the probes were simultaneously tested on dedicated plates . User reported false negative results to ids representative (one item in drawer a).